Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to low impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 833/60 lead, implant date unknown. (B)(4).